Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection revealed the retaining rod¿s thread has been stripped at the tip of the rod. The lag screw driver was not returned with the complaint. Device was manufactured in 2015 and showed moderate signs of wear/usage. We recommend that all re-usable instruments be routinely inspected for missing components/wear/damage and replaced as necessary. A review of complaint history on the listed part, revealed no previous complaints for the listed batch number with the same failure mode. A device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the retaining rod was threaded into the back of lag screw. Retaining rod threads snapped off.